Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken belt clip slot near battery tube, minor scratches on display window and worn/damaged keypad overlay. The insulin pump had an intermittent button response due to moisture damage on keypad traces.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was becoming unresponsive. Customer's blood glucose was 6.8 mmol/l. The customer could not recall any significant events leading to the keypad issues. It was also found the coating on the customer's buttons were worn. Customer also stated there was a piece of plastic chipped off on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.